Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (297 mg/dl). Customer stated that at times she overrides boluses and sometimes forget to deliver boluses. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a correction bolus to stabilize blood glucose levels.